Manufacturer narrative:
Stryker evaluated the customer's device and could not verify or duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Root cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly turned itself off 3 x.in this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control will contact the customer to request additional information on the patient and device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly turned itself off 3 x.in this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.